Event description:
It was initially reported, the pump was removed due to infection. It was later reported, the pump contained lioresal. The infection was suspected. The pt underwent a pump revision surgery. During surgery, upon testing, it was discovered that the pump site was not infected but the pump sutures had come loose. The pump was repositioned. The pump remained in the pocket and the pt continued with baclofen therapy. There were no adverse events. It was later reported that the pump revision surgery date was (B)(6) 2011. The pt has recovered without sequelae. The drug used in the pump at the time of the event was lioresal.

Manufacturer narrative:
(B)(4).